Event description:
It was reported that the patient had a crushed nerve that caused him to be in a wheelchair. The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices were kept by the medical facility. No further information has been obtained despite good faith efforts. Additional information was received that the reason for explant was not device related.

Event description:
It was reported that the patient had a crushed nerve that caused him to be in a wheelchair. The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices were kept by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial:(B)(6). Batch: 7085759 / 7085789.